Event description:
Customer's wife called to report that she did not think her husband's pod was working properly because his blood glucose levels were elevated and ranged between 333 mg/dl -high. Customer stated he removed the pod and the cannula was inserted. Customer stated there was no blood around the site or in the cannula. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.